Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to right atrial (ra) lead pacing impedance out of range below 200 ohms with noise. Technical services (ts) was consulted and suspected insulation breach. This pacemaker system remains in service. No adverse patient effects were reported.